Event description:
Customer reported to a lensar field service engineer that the laser system froze and did not respond to the release suction command during the pt's eye scanning procedure. The nurse had to physically lift the pid off of the pt's eye. The laser system was rehomed and the doctor proceeded to do the case without incident.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.